Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. During lead insertion, the helix was observed to not extend fully after reaching the maximum number of recommended turns of the terminal pin. After 10-15 turns more the helix fully extended. The lead was then tested and measurements were observed to be within normal limits. However, upon suturing the lead and performing a final check prior to connecting the lead to the device, pace impedance measurements greater than 3,000 ohms and loss of capture at high output were observed via pacing system analyzer (psa). The lead was extracted and replaced without consequence. No adverse patient effects were reported. This lead was never in service.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended and dried blood was present in the helix housing and] confirmed that the [cathode conductor coil] was fractured at the [distal end of the terminal pin]. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. [A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation.] Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.